Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: a saline mentor smooth round moderate profile 375cc , catalog number 3501660, serial number (B)(4), lot number 5763133. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc on the left breast implant and with saline mentor breast implant of unknown type 375cc on the right breast implant and experienced deflation and valve leaking on the left breast implant. The patient experienced bilateral wrinkling. The patient experienced calcification of site and capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4), lot number 6888704 on the left breast implant and with gel mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4), lot number on the right breast implant on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent at a vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).